Event description:
Consumer reported intermittent out of range. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
Evaluation of data confirmed the intermittent out of range. Data was received (B)(4) 2013.